Event description:
Rptr states, pt was experiencing pain and discomfort in the (r) knee. Revision surgery performed. The metal backed patella loosened from the polyethylene insert. The patella component was replaced with a all poly patella.

Manufacturer narrative:
Summary of evaluation: examination results are insufficient to determine whether this event is device related.